Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. ¿ female. 186lbs. Bmi =34.02. The diagnosis and indication for the index surgical procedure? ¿ mixed urinary incontinence were any concomitant procedures performed? ¿ no concomitant procedures what symptoms did the patient experience following the index surgical procedure? Onset date? ¿ onset date was (B)(6) (8 days postop). She reports pain and noticed a lump the size of a "jack ball" under her right mons stitch. Denies any erythema to the site. Drainage began (B)(6) that is very small amount, green/black without odor. Other relevant patient history/concomitant medications? ¿ patient is considered obese and has polymyalgia rheumatica and takes prednisone daily. She was also taking myrbetriq for urinary incontinence. Otherwise, there are no relevant medical issues or medications. Were there any intra-operative complications? ¿ no intraop complications please provide the hematoma site/location. ¿ right mons incision site. Please provide the drug therapy given including name and results. ¿ (B)(6) 2023- amoxicillin-potassium clavulanate (augmentin) 875-125 mg oral tablet sig: take 1 tablet by mouth every 12 hours for 14 days ¿ (B)(6) 2023 - sulfamethoxazole-trimethoprim (bactrim ds) 800-160 mg oral tablet x 7days what is the physician¿s opinion as to the etiology of or contributing factors to this event? ¿ physician has no insight as to etiology or contributing factors and states it was just "bad luck" what is the patient's current status? ¿ swelling greatly decreased and down to the size of a pea at hematoma site. Patient reports occasional pinching at the site.. Still concern for infection and patient given 7-day course of bactrim starting (B)(6). Product code and lot number? ¿ gynecare tvt exact 3942544. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, moderate infected hematoma was noted. This event was reported as having a causal relationship with the study device and a probable relationship with the study procedure. On (B)(6) 2023, the patient was given amoxicillin-potassium clavulanate (augmentin) 875-125 mg oral tablets. The swelling greatly decreased down to the size of a pea at the hematoma site. The patient reported occasional pinching at the site. As there was still concern for infection, the patient given a 7-day course of bactrim starting on (B)(6) 2023. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information: adverse event term: infected hematoma. End date: 11 aug 2023. Outcome: recovered/resolved without sequelae. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.